Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had been swimming with the insulin pump. There was water behind the display. They were not able to dry it out. The device went blank and they were unable to restart it. The customer was back on manual injections. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device received with moisture damaged at electronic assembly and motor assembly.